Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Information contained in this report was previously submitted through psr on 22/jan/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of silicone migration and lymphadenopathy are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, and lymphadenopathy. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported left side "nodule in the left axilla," "signs of rupture of the left implant," "silicone leakage around the left prosthesis capsule," and "uptake of silicon in several lymph nodes in the left axilla." Device has been explanted.